Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose. Customer's blood glucose value was 54 mg/dl at the time of the incident. The customer did not provide detail regarding treatment and symptoms of low blood glucose. The insulin pump will not be returned for analysis.